Event description:
It was reported that the pump tubing was leaking, so another of the same device was implanted to complete the case. No patient complications noted. Additional information received. This was an inflatable penile prosthesis (ipp) revision surgery. The fluid leak was due to a hole in the pump tubing.